Event description:
Customer reported not feeling well. Customer's device = 113 mg/dl. Customer called the rescue team. Within 5-10 minutes, rescue team arrived. Rescue team device = 230 mg/dl. Customer remained at home and was monitored. No treatment was received. A request was made for return product and replacement product was sent.